Event description:
After an implant period of approximately 15 months, it was reported that the patient has suffered a cardiac arrest. An external cardioversion was successfully used. The patient came into a hospital where intermittent loss of capture was observed. The physician decided to raise the output to 5.0 volt and 1.5 ms. Then it was determined that the device went into eri but still paced at 62 bpm.

Manufacturer narrative:
The leads and the pacemaker were returned for an analysis. Within the pacemaker analysis the device was interrogated and the memory content was analyzed. The battery status was found to be eri which was triggered on (B)(6) 2018. Furthermore, the battery holter was evaluated indicating no elevated current consumption. The battery impedance was as expected for a fully charged battery. The header of the device was analyzed. The set screws could be easily screwed in and out andthere was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. Furthermore a reset of the eri status was successfully performed. Subsequent interrogation yielded the battery status ok. During a detailed investigation of the returned device data it was noticed that the battery status eri was not triggered by a permanently depleted battery. A high current consumption program triggered the battery status eri. Subsequently both leads were thoroughly analyzed including a visual, mechanical and electrical inspection. Consistent with the complaint text, circumferential deformations of both lead bodies and outer conductor coils were found at 19 cm distal to the is-1 connector pin as mentioned in the complaint text. Furthermore the insulation of the solia s 60 was found damaged in this region. During the electrical analysis intermittent low impedances could be measured due to this insulation damage. It is reasonable to assume that these damages resulted from a tight suture. Furthermore cuts in the insulation were observed which most likely occurred during the extraction procedure. The manufacturing process for all devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, an insulation damage of the solia s 60 was found at 19 cm distal to the is-1 connector pin which most likely resulted from a tight suture. The analysis did not reveal any sign of a material or manufacturing problem.